Event description:
In 2005 pt was set for an infusion of 1000mls of saline solution or ringer's loctate at a rate of 99mls/hr. Within the hour the pump went into infusion complete alarm but the bag was still full. There was no pt injury. The infusion was restarted to administer the solution the pt did not receive.